Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 90mg/dl. The customer performed the fill tubing sequence and verified insulin was dripping out of the infusion tubing prior to contacting tandem technical support. The customer declined to inspect their infusion set site and stated the alarm would be cleared to address the occlusion alarm.